Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400mg/dl. The customer reported received the replacement insulin pump and got all the settings in, but not able to get my blood glucose under 200 mg/dl. The current blood glucose level was 284 mg/dl. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump and manual injection. The customer did not complete insulin pump troubleshooting since the infusion set tubing was bent. The customer reported the previous blood glucose level was 276 mg/dl and has been treating all day, however it continues to rise. The first blood glucose level was 196 mg/dl. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.